Manufacturer narrative:
The instructions for use (IFU) for the gore® excluder® iliac branch endoprosthesis states; do not rotate the iliac branch component (ibc) delivery catheter beyond 360° to avoid delivery system damage and / or premature deployment. A review of the manufacturing records for the device(s) verified that the lot(s) met all pre-release specifications.

Event description:
On (B)(6) 2019, this patient underwent endovascular treatment and post deployment of the proximal end of a gore® excluder® iliac branch component it was noticed that the graft was pinched off at the level of the external iliac artery. The physician retracted the device back and the pressure caused the leading olive tip to break off. The patient was converted to open repair and the device was explanted. It was reported that the that the graft had been spun around and torqued so that the ipsi limb was choked off. The patient tolerated the procedure.